Manufacturer narrative:
B5. Correction: subsequent to the previously filed report, additional information was received that the indication for suspected infection and increased c-reactive protein level was entered in error. This event is captured in (B)(4), 2135147-2024-03123-00. Correction: manufacturing report 2135147-2024-03121-00 should not have been reported as a medical device report (MDR) as there is no indication that the device malfunction and/or adverse event.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the indication for suspected infection and increased c-reactive protein level was entered in error. This event is captured in (B)(4), 2135147-2024-03123-00. Correction: manufacturing report 2135147-2024-03121-00 should not have been reported as a medical device report (MDR) as there is no indication that the device malfunction and/or adverse event..

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that (B)(6) 2023, a 29mm navitor valve was successfully implanted in a patient. On 10 september 2023, it was noted that the patient had increased c-reactive protein level. The patient was administered amoxicillin and ciprofloxacin for suspected infection.